Event description:
During initial assessment of a returned homechoice machine, a baxter technician found high drain volume error 104, during night drain 4 at 06:30:21. The largest prescribed fill volume was 1700ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was tested and passed the homechoice return instrument test / evaluation (rite) electrical test, but failed the rite functional test for being received inoperative due to no power. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was undetermined.